Manufacturer narrative:
Unit received with an external flash crc error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to external flash crc error alarm.

Event description:
The customer reported via phone call that their got an alarm that cleared everything. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advice disconnect from device and to refer to their healthcare provider¿s instructions. No further details or information available. The device will be returned for analysis.